Manufacturer narrative:
Philips has investigated this complaint. According to the additional information received, the system was outside of clinical usage. The philips field service engineer (fse) inspected the system onsite and confirmed that the shutter was not fully opening. Review of system log file identifies error about the shutters. Upon troubleshooting, fse found that the collimator shutters were failing intermittently. The philips engineer replaced collimator. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Health impact code and evaluation method code were corrected.

Event description:
It has been reported to philips that the azurion 7 m12 system shutters were partly closed and would not fully open to the field size selected, which made imaging challenging. No harm has been reported. Philips has started an investigation of the complaint.